Event description:
The implantable pulse generator (ipg) was returned to the manufacturer, analysed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the hybrid revealed the device set rrt after explant. Review of save to disk data showed that the device had an unexplained depletion quicker than expected while the device was still implanted. Both loaded and unloaded pacing current drain levels were normal for this device. There was no evidence of a high current drain condition on the hybrid. Analysis of the battery revealed destructive analysis did not identify any internal failure mechanism that would account for the reported premature depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.